Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilators display is dim. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 31may2019, date rec¿d by MFR : 04apr2019. The customer troubleshot with technical support. The customer replaced the graphic user interface to address the issue and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.